Manufacturer narrative:
Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for dystonia and movement disorders. It was reported that the patient was implanted in (B)(6) and the adjustments made to her device never seemed to work. She had side effects of pulling on arms and shoulder. It was indicated that after making adjustments, her side effects seemed to be getting worse and got intolerable after a week. It was also reported that an electrical generator which had a strong magnetic field was put in her neighborhood and patient wanted to know if this could interfere with her device. Additional information has been requested regarding the cause and resolution of pulling on patient's arms and shoulder but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.